Event description:
It was reported that the ultrasonic bronchofibervideoscope exhibited no image. The issue was found during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
E1: initial reporter establishment name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information provided by the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d7a, h3, h6. The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, a probable root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.